Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had received hardware low level failure alarm. The customer¿s blood glucose level was unknown. The customer reported that they received a hardware low level failure alarm. The customer reported that they had performed self test and was not ok. The customer was advised verbally and in written form to return broken pump for analysis. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. Hardware low level failures confirmed in pump history with variable due to broken trace at u1 keypad assembly . Volume did change when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed.